Event description:
Facility reported, "blood noted on floor beside machine immediately after treatment initiated. Dialyzer found to be leaking from the header. The bloodline and header were on tight". (Use #1-preprocessed). Estimated blood loss 300cc. No medical intervention. The sample is avaialble for examination. Medwatch filed on the blood loss.